Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). (B)(6). Once an evaluation of the device is completed, a follow-up/final report will be submitted.

Event description:
It was reported during pre-surgery instrument check that the roller no longer cuts well. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). UDI #: (B)(4). On 7 january 2020, it was reported that the roller on a meshgraft no longer cut well on 18 december 2019. The customer returned a zimmer meshgraft ii serial number (B)(6) for evaluation. Evaluation of the device on 27 january 2020 and it was noted that the roller was discolored, but the device still produced a passing test mesh. Repair of the mesher occurred the same day and involved replacing the roller. The technician then recalibrated the device and verified that it was functioning as intended. The mesher was then returned to the customer without further incident. The device was tested, inspected, and repaired. The service technician was unable to reproduce the reported cutting issue during evaluation of the device. As such, a specific cause of the reported roller not cutting as intended issue cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
No additional event information is available.